Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the blood gas data showed a pco2 (partial pressure of carbon dioxide) value of 60mmhg (v/q ratio 1:1) immediately after the start of cardiopulmonary bypass (before aortic cross-clamping), which was elevated. Po2 (partial pressure of oxygen) was 200mmhg (blender set to 45%) and was within normal range. Subsequently, after aortic cross-clamping, blood gas data showed pco2 values of 70¿80mmhg (v/q ratio 1:3¿4), which remained elevated. For this case, the customer stated that the structure of the artificial lung may have potential issues. Co2 (carbon dioxide) was being insufflated into the surgical field (median sternotomy). However, since pco2 remained elevated, insufflation was stopped. Additionally, suction and venous drainage were ceased, and the venous reservoir was opened to the atmosphere, confirming that co2 insufflation was not the cause. The possibility of thrombus formation on the membrane of the artificial lung was considered, but there was no pressure elevation before or after the artificial lung. An increase in pco2 due to anaerobic metabolism was considered, but there were no signs of severe hemoglobin reduction, do2 (oxygen delivery) decline, lactate elevation, or svo2 (mixed venous oxygen saturation) reduction. The device was replaced to complete the procedure, and cardiopulmonary bypass was resumed. Gas exchange then proceeded without issues, and the operation was completed successfully. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a void in the top cap bond. The unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was not able to be performed, with the void in the top cap bond the o2 was venting through the gap and not through the fibers providing for poor gas transfer performance. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.